Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.197" x 0.560" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument top grip would not close and was bent. The customer also reported that the tip broke off. There was no report of patient involvement or reported injury.